Manufacturer narrative:
Image review: one media file and one static image were provided for review. Patient¿s executive summary was not provided for anatomical review. The event refers to an evolut valve implant attempt within a previously implanted medtronic surgical aortic valve of unknown size. Fluoroscopy valve load inspection was performed and confirmed a good load. It was reported that the valve was deployed the first time and was deemed too deep therefore it was recapture. During the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new system was used. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve within a failed medtronic surgical aortic valve replacement, the initial implant depth was too deep. The valve was recaptured and repositioned. During the second deployment attempt at 80%, an infold was observed in the valve frame, possibly due to catching on the post of the surgical valve. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012728263); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-2329 (lot: 0012728193); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.